Manufacturer narrative:
Correction b5: medtronic received information that during use of a dlp left heart vent catheter, it was reported during a case for an arch, and ventricular septal defect (vsd) with deep hypothermic circulatory arrest (dhca). The surgeon noted that the 10 fr. Vent (12110) seemed stiffer than normal and was not holding its shape well. Customer complained that it was applying torque to the heart. During the case, the tissue of the right superior pulmonary vein, where the vent was placed, tore and required surgical repair. It took about 10 minutes to surgically repair with sutures. The device was replaced to complete the procedure. Additional info h6: updated the annex d code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a dlp left heart vent catheters, it was reported that the case was for an arch, vsd with dhca. The surgeon noted that the 10 fr. Vent (12110) seemed stiffer than normal and was not holding its shape well. Customer complained that it was applying torque to the heart. During the case, the tissue of the right superior pulmonary vein, where the vent was places, tore and required surgical repair. It took about 10 minutes to surgically repair with sutures. The device was replaced to complete the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction h6: updated the annex a and annex e codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.